Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise oversensing. Programming changes were discussed but not made and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.